Event description:
A physician reported a pt who was treated on 9/16/97 in the nasolabial folds, upper vermilion border, and the cheeks. On 9/24/97, the pt called the physician's office and complained of lack of correction in the treated areas, and stated that she had a rash and some small pimples along the right nasolabial fold area treatment site; the date on onset was unk. The physician did not prescribe any intervention on 9/24/97. On 9/30/97 the physician injected intralesional triaminolone into the right nasolabial fold. On 10/16/97, the physician reexamined the pt, and reported that the symptoms had improved, and noted only minimal firmness at the right nasolabial fold. The physician noted the lack of correction in the treatment areas. On 11/6/97, the physician noted that the right nasolabial fold was asymptomatic. He did not believe the pt had a hypersensitivity to collagen, but diagnosed the symptoms as a foreign body reaction to collagen. No other treatment areas had developed symptoms like the right nasolabial fold. The physician did not plan or prescribe any further medical or surgical intervention.